Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was unknown. The customer reported that the transparent plastic of the reservoir insertion port on the insulin pump came off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The retainer ring & reservoir tube lip o-ring are intact on the unit. Inserted a test p-cap into the retainer ring, and it did lock into place properly. The s/n label located between the belt clip rails is missing. Also the center (enter) button is cracked in the middle. (B)(4).